Event description:
It was reported that there were concerns that the pacemaker was experiencing premature battery depletion (pbd). It was noted that the longevity has depleted 6 years within a two year timespan. It was noted that there was a 90 day safe replacement interval. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns that the pacemaker was experiencing premature battery depletion (pbd). It was noted that the longevity has depleted 6 years within a two year timespan. It was noted that there was a 90 day safe replacement interval. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.